Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the aspiration continues even after his foot is taken off the footswitch. Patient impact and event timing are unknown. Additional information has been requested but not received. This is one of two reports being filed for this facility.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able resolve the issue remotely. The system was manufactured on december 21, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).